Event description:
It was reported that asymptomatic patient presented with device having post-paced t-wave oversensing. The oversensing was noted on real-time egm. Recommended reprogramming; device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.